Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Therapy fluid inlet occlusion alarms and high balance chamber pressure alarms occurred during two consecutive routine hemodialysis treatments, which could not be resolved by the operator. Rinseback was not performed resulting in an estimated total blood loss of 285cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss events are attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The user's guide provides adequate instructions for troubleshooting alarms. The reported alarms are indicative of a restriction in the flow of dialysate such as when the spike is not fully inserted into the dialysate bag. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and reviewed the events with the operator. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.